Event description:
It was reported that during an interventional procedure of an unspecified lesion that blood was noted to be present in the inner lumen of balloon. No other info was provided. There was no reported pt effect. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.